Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's proportional valve, tubing-blower chassis, tubing- system board, tubing- low flow oxygen, and tubing-fi02 and system board needs to be replaced to address the issue.